Event description:
The patient reportedly leaned over to reach the bedside table and the right upper side rail gave way and the top half of the patient's body was out of the bed while the lower half remained in the bed. Patient had no injuries. The product involved was a bed mfg by hill-rom, which the hospital had rented from healthcare professionals. The company - healthcare professionals- came out and retrieved the broken bed. The bed had been at the hospital since 2009.